Event description:
It was reported to st. Jude medical that the device was explanted when unable to interrogate. Several wand positions were tried using different programmers and interrogation was unsuccessful.